Event description:
It was reported that revision surgery performed due to metallosis of synovium and a soft tissue reaction. In 2011 the patient was diagnosed with metal incompatibility acetabular cup loosening.